Event description:
During an atrial tachycardia procedure, the ensite x workstation was unable to visualize catheter which caused procedural delays. A mapping catheter (d-avhd-df16 lot #8710084) was prepped and placed on the table per IFU. The catheter was positioned in the hra but unable to locate the catheter on the ensite x system. The status indicator was flickering blue/red/blue red. The system was revalidated, the metal baseline and distortion were reset, but the issue remained. A new cable was connected with no resolution of the issue. The catheter was replaced with a second one (d-avhd-df lot #8550372) and was prepped and placed on the table. The system was reset with the study being resumed. The issue remained with a message stating, "catheter data invalid, sensor too close to edge of motion field, poor data quality, broken sensor, no shaft electrode data." The prs cable was replaced with no resolution of the issue. The system was changed to nav x mode but unable to see the mapping catheter. The system and amplifier were turned off for a complete reboot and revalidated in voxel mode. The status indicator flickered red/ blue/red blue. The original grid lot #8710084 was placed into the la which resolved the issue.

Manufacturer narrative:
The reported event stated that "the catheter was positioned in the hra but unable to locate the catheter on the ensite x system" occurred. Abbott is unable to evaluate the product involved in this incident since the electronic files from the reported event date were not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.